Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative stated that no physical damage was identified on the touch screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 double head pump experienced an issue and did not work properly during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched onsite to investigate. The reported issue could be confirmed and replacing the touch screen solved the issue. Subsequent functional verification testing found no further issues and the device was returned to service. Further it was reported that fluid could be found on the backside of the device. Therefore fluid ingress was identified as root cause of the reported issue. This is a known issue and as corrective action a new sealing was implemented.

Event description:
See initial report.